Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008; inratio: 5.6; 4.0; lab: 6.8; 6.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 2008; inratio: 5.6; lab: 6.8; mean:6.2; confidence limits: cannot be determined. Date: same day; inratio: 4.0; lab: 6.8; mean: 5.4; confidence limits: cannot be determined. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are greater than 5.0. The comparison was not considered inaccurate. For the second set of data, the mean was greater than 5.0, the difference between inr's was greater than 2.2. The comparison was considered inaccurate. Products will be tested.